Event description:
Healthcare professional reported left-side "rupture" confirmed via ultrasound. Device was explanted.

Event description:
Healthcare professional reported left side "rupture". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left-side "rupture". Device remains implanted.

Event description:
Healthcare professional reported left-side "rupture" confirmed via ultrasound. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: not observed openings during analysis. As per the investigation procedure wear abrasion, creases and deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Correction to g.3 aware date of supplemental medwatch (B)(4). Aware date should have been listed as 7/19/2024.

Event description:
Healthcare professional reported left-side "rupture". Device remains implanted.